Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is mw5080299. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used in a cystoscopy with left-sided ureteroscopy, laser lithotripsy, stone extraction and stent replacement procedure performed on (B)(6) 2018. According to the complainant, during procedure, the laser fiber tip was noted to be broken inside the patient, leaving a small portion in the ureter. Bladder irrigated and drained multiple times. Fiber tip could not be identified on fluoroscopy. The fiber tip would likely passed the ureter. The procedure was completed with a different type of device. There were no serious injury nor adverse patient effects reported as a result of this event.